Event description:
It was reported that the patient faced tape not sticking event with two infusion sets on (B)(6) 2026 as the patient woke up from sleep and found that the infusion set was pulled out of the body, which the patient believes occurred after laying on it during sleep.

Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.